Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). Pt reported their controller showed a message that it couldn¿t achieve desired settings. Pt stated the noticed an increase in pain and stiffness on their arm. Pt reported a loss of stimulation, shock, and a return of pain. Pt met with their rep to do an impedance check. Results showed high impedances on contacts 5, 6, 7, 8, 11, 12, and 14. Rep reprogrammed two different options that did not utilize areas with high impedance. Pt stated they would use the reprogrammed options for a while to see if they effectively reduce the pain. Cause of impedances was unknown and issue was ongoing.